Event description:
This IV lead was explanted on (B)(6) 2011 due to diaphram stimulation and hiccups. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).